Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. It is not unreasonable to expect poly material wear after approx 14 years in-situ. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.

Event description:
The pt was revised because of osteolysis and wear of the liner.